Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ice grips were seized up and not functional.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Added: b5, g1 (manufacturing site name).

Event description:
Additional information was received and states that: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? The adverse reaction was the instrument that was planned for extraction could not be used. B. Did the event occur during the surgery? If yes, was there any surgical delay? What is the duration of the delay? Yes, the adverse event happened during surgery. There was a significant delay of about 45 minutes. C. What was the exact allegation for watson vice grip? The allegation is the threads on the vice grip either failed or operations. Staff failed to notice a malfunction before sending the set out.